Event description:
Per the clinic, the patient experienced redness and thinning of skin flap, subsequently the patient underwent skin flap revision surgery (date not reported) to resolve issue.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site and was treated with a topical antibiotic (date not reported). Subsequently, the device was explanted on (B)(6) 2017. It is unknown if there are plans to reimplant the patient as of the date of this report march 16, 2017. This report is submitted on march 16, 2017.